Manufacturer narrative:
Weight: additional information. Labeled for single use: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. Additionally, the submitted log files did not reveal any unusual events and the device appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The hm3 lvas IFU lists hemolysis and bleeding as adverse events that may be associated with the use of the hm3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low international normalized ratio(inr) on (B)(6) 2019. Patient also have one episode of very dark urine. The event log file graph shows an increase in pi and decrease in flow over time while pump power remains flat. There were no notable alarms seen within the log file. Patient was taken off acetylsalicylic acid(asa) over 6 months ago due to gastrointestinal bleeding, however the asa was restarted. No further information provided.